Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, one extended opening and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side anterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "right side rupture." Later, healthcare reported "filled to 400cc (for a 575 implant)" and "any creases." The device has been explanted and replaced.

Event description:
Additionally, ¿no. 68 low profiles 525cc filled to 400cc previously¿ was reported. The device was explanted.